Manufacturer narrative:
The reported event of noise was not confirmed. A partial lead was returned in two pieces. Electrical testing found internal shorts between conductors due to procedural damage. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing. The noise was reproducible. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the issue was initially discovered remotely. The patient presented to the hospital for a device upgrade and leads explant procedure. The right ventricular (rv) lead was explanted on (B)(6) 2025 and was not replaced. The patient was in stable condition post-procedure.